Manufacturer narrative:
This is one event (death) for two events reported for the same patient involving two separate products; associated 1225714-2014-03476, 1225714-2014-03477, 1225714-2014-03478 and 1225714-2014-03479.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.